Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
Reason of why the device was returned and not evaluated, was documented in the h3 field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was part of a system revision due to infection which it was found during an echocardiogram. The entire system was extracted and the patient was treated with intravenous antibiotics to resolve the issue. There were no additional adverse effects reported.